Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, exchange due to concern with the product, and "particles in valve." Device was explanted and replaced.

Manufacturer narrative:
(B)(4). Device evaluation: visual analysis of the returned device identified: crease fold, yellow particles on the surface of the shell. Leak test was performed, and no leakage was found. A microscopic analysis was performed which identify intact and functional, the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: capsular contracture baker grade iii and patient's concern with the product.